Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia with blood glucose value of 500 mg/dl to 600 mg/dl. The customer blood glucose level was plus 400 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin pump for high blood glucose level. The customer stated that the symptoms related to high blood glucose such as little nausea. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer stated the auto mode was not active. Customer stated the sensor cannula was bent. The insulin pump will not returned for analysis.